Event description:
A recirculation bag leak noticed in cycle 6 of the treatment. Air was pulled into the fluid logic module recirculation bag and the blood pump alarm then actuated. The treatment was then aborted. The ecp operator noted the 480 ml of treatment volume was not returned to the pt. The ecp operator then administered 500 ml of 0.9% sodium chloride to the pt in order to compensate for lost treatment volume. Vital signs remained stable throughout and after treatment period. The ecp operator confirmed that the pt was asymptomatic during and after the procedure. The exact location of the leak was not known at the time of the report. The pt was then discharged to a hotel overnight for a planned add'l procedure the following day.

Manufacturer narrative:
The data key and recirculation bag were returned. The bag was air leak tested and confirmed to leak where the hinged cap spike tube enters the bag. The leak is either due to a small tear in the vinyl or a void in the weld. The data key print out shows that there were several occlusion alarms. There are also blood pumps alarms, which must have occurred right at the start of cycle 6. The data key print out shows that cycle 5 completed, but does not show that cycle 6 started. For 2007, the leak rate for recirculation bags is 0.02 per thousand kits shipped. The leak rate in 2006 was 0.04.